Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet screen was shattered after the user fell, resulting in a lit display with no visible image and an inability to operate the device; the user disconnected from the ilet, removed the cgm sensor due to lack of a pairing code, and managed insulin via manual injections. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery with user-initiated manual therapy and device return for evaluation. Investigation included the collection of event history and device return logistics with review for physical assessment. Investigation of the returned revealed a damaged display consistent with accidental physical impact, rendering the user interface nonfunctional and preventing normal operation of the pump. It was concluded, based on previously established findings for similar reports, that the cause was user-inflicted physical damage unrelated to device manufacturing or design.